Event description:
Material #: unknown; batch#: unknown . It was reported by customer that bd syringe tip broke off during compounding hazardous drug in pharmacy. Complaint received via email(s). Bd syringe tip broke off during compounding hazardous drug in pharmacy.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the syringe tip broke off. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. The syringe barrel luer tip has been broken off. No other defects or imperfections were observed. This defect could occur when excessive torque is applied when connecting the syringe to a connector. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: unknown batch#: unknown. It was reported by customer that bd syringe tip broke off during compounding hazardous drug in pharmacy. Additional information: please provide material and batch number. Unfortunately, I do not have that any adverse event or serious injury reported to patient or healthcare professional? No please confirm whether there was any patient impact. No.